Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the connection between the insulin pump and reservoir was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.